Event description:
International affiliate reports cerebrospinal fluid did not flow through the implanted valve and catheter when inserted into the patient's ventricle. The device was explanted in 2003, exact date unknown. This information was reported to the distributor by the international affiliate.